Event description:
The customer alleged that the vent went down with no alarms audio or visual. The co's customer support engineer inspected the device and replaced the display controller board and the power supply. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.